Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope temporarily displayed a blacked out image. This occurred during inspection for use. There was no patient involved at this time.

Manufacturer narrative:
Correction is being made to previously submitted e3 ¿ occupation. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image due to a malfunction of the charge-coupled device unit. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.